Event description:
The pt was diagnosed with polyethylene wear and osteolysis within the medial tibial head in the area of the tibial baseplate's locking screw. The pt was revised due to increasing knee discomfort. During revision surgery, massive synovitis was detected and the articular surface was extremely thin on both sides, showing wear. The tibial baseplate was noted as firmly seated and was not removed. No relevant osteolysis was visible.

Manufacturer narrative:
Evaluation summary: the explanted device was said to have been scrapped. The implants were in vivo for approximately 10 years. No photos were received; therefore, the condition of the components is unk. A definitive root cause cannot be determined with the info provided. No product or x-rays were returned for review. While a cause for this specific clinical event cannot be ascertained from the info provided, the common clinical presentation suggests that the event is related to the issues for which zimmer implemented a correction action for in 2007. This corrective action involved enhancing the labeling for the natural knee ii knee system. Reference MDR 1822565-2006-00284 for additional info regarding the corrective action taken. Evaluation: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer. Inc. Considers the investigation closed.